Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced hyperglycemia despite meal announcements, with glucose rising to approximately 300 mg/dl and remaining elevated for just over 90 minutes before trending downward as the device¿s corrective algorithm brought levels back toward range. No clinical symptoms were reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. The investigation included troubleshooting and user education, with guidance provided on timing of meal announcements and ongoing glucose monitoring, and the agent advised discussing earlier meal announcements with a trainer to help mitigate postprandial glucose spikes. The investigation revealed no reported device malfunction, and the cause of the hyperglycemia remained unclear, with the device algorithm functioning and providing corrective action as designed. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.